Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I toxo igg reagent lot 51239be00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot was within the established limits and comparable to the historical reagent lot performance. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I toxo igg kit (lot# 51239be00).

Event description:
The customer reported false reactive alinity I toxo igg results on a female patient. The following results were provided: (B)(6) 2023,sid (B)(6) = 14.8 iu/ml new sample on (B)(6) 2023 ,sid (B)(6) = 14.9 iu/ml. (B)(6) 2023 < 0.2. Vidas platform is negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). This report is being filed on an international product, list number 7p45-32 that has a similar product distributed in the us, list number 7p45-45.

Event description:
The customer reported false reactive alinity I toxo igg results on a female patient. The following results were provided: (B)(6) 2023 sid (B)(6) = 14.8 iu/ml. New sample on (B)(6) 2023 sid (B)(6) = 14.9 iu/ml. (B)(6)2023 < 0.2. Vidas platform is negative. No impact to patient management was reported.